Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and the patient was experiencing muscle or pocket stimulation. Subsequently, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments, some of the lead may be missing. A visual inspection revealed no abnormalities, other than induced damage, noted cuts and electrocautery damage in the outer insulation. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and the patient was experiencing muscle or pocket stimulation. Subsequently, the lead was explanted. No additional adverse patient effects were reported.